Manufacturer narrative:
Product ID neu_tlock_anchor, explanted: 2014 (B)(6); product type accessory product ID neu_tlock_anchor, explanted: 2014 (B)(6); product type accessory product ID 377760, lot# v016552, implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type lead product ID 377760 lot# v017545, implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported that the patient experienced a loss of stimulation and therapeutic effect. It was noted that the patient had not used her stimulator in a year according to her husband. It was noted that the husband told the manufacturing representative that the healthcare professionals (hcp) said her next step was a pump or total thoracic and lumbar fusion. It was noted that she had not been getting any benefit from her stimulator for at least a year. It was noted that the patient kept it charged. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms associated with the event included low back pain. Follow up information received reported that the patient was seen by the manufacturer¿s representative today for an adjustment but still was not able to get coverage to the low back area without getting too much in their feet or getting stimulation in the ribs. The patient has had 2 more surgical consults since the last meeting with the representative a year ago where it was noted that they had severe lumbar stenosis. Neither surgeon believed it is worth the risk of injury so no surgical interventions were planned at the time of report. Additional information reported that a system explant was scheduled for (B)(6) 2014. An update was requested regarding the status of the patient post-explant. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 377760, lot# v016552, implanted: (B)(6) 2007, product type lead; product ID 377760, lot# v017545, implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported the patient had the system (implantable neurostimulator and leads) explanted on 2014 (B)(6). The reason for removal was that the patient was not receiving less than 50% pain/therapy relief and wanted the device explanted. The implantable neurostimulator (ins) did not have normal battery depletion. The patient was not in a clinical study no patient death or injury was reported. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no replacement planned. The patient failed a targeted drug delivery (tdd) trial before explant of stim.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomalies. The ins was functionally okay with insignificant anomalies. (B)(4).